Manufacturer narrative:
The customer no longer has the strips.

Event description:
The customer reported obtaining a 3.2 inr ar 6:44 pm. Her therapeutic range is 2.5-3.5 so no changes were made to her medication in response to the meter result. She reports passing out four hours later and she was transported to the hospital by ambulance. She stated that her "inr was tested at the hospital and it was off the charts". She did not provide any numerical value. She reported that she was in the ICU for 10 days. The customer is not on heparin or any direct thrombin inhibitors. She does not have an antiphospholipid antibody syndrome. The customer feel okay now. The suspect product was requested to be returned however, the customer no longer has the strips from the event. The customer was sent replacement product.

Manufacturer narrative:
Outcomes attributed to ae was updated.